Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient, no intervention was required, and procedure was repeated on the same day right after the capsule failed to remain attached to the patient's esophagus. They were able to start the procedure with another capsule. There was nothing unusual about the patient or the procedure, a scope was used to check placement of the capsule, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system and capsule will not be returned for investigation.